Event description:
I am a home infusion rn. I have been doing this for decades. I am certified and I am certified by the manufacturer of hizentra. The pharmacy who wanted me to make a serious medical error is (B)(6). They had me terminated from my contract role. Both the pharmacist & nurse at (B)(6) had no idea how to give this drug or that it was being given off label. The doctor was prescribing it as a last-ditch effort. Ultimately the patient's insurance denied it but the pharmacy sent it anyway. The pharmacy plans to bill the patient for the medication. The pharmacy allowed for only 2 hrs of nursing which is never correct just on the teaching end as this patient had never had this medication before. The patient would ultimately be giving the medication herself. The drug manufacturer suggests 3-4 visits in terms of teaching. This is a 71 yo female who has multiple health problems. She is also cachexic. This makes sq infusions difficult at best. The pharmacy stated the infusion should take maybe 1-2hr. The manufacturer of the pump makes a calculator available to pharmacists/nurses/doctors so that you know based on dose and tubing the fastest it would be able to flow. The pump is pressure. It is not a precise calculated pump like an IV pump. It has a spring and slowing pushes in the medication under the skin. The tubing rate is a max rate. If the space where the medication is going in is tight there will be back pressure making the medication go in slower. If you leave all needles open at once, the medication will not evenly divide to each site. It will follow the path of least resistance so if the patient is in pain due to this or very small or thin, you should open only one needle at a time so you can control the total volume at each site. If you put more than anticipated in each site, generally more than 25 ml at a maximum, it will become painful and leak out. This pharmacy does not understand either the drug or the equipment and believes it can be dumped in quickly and then leave the patient. They are misusing the drugs and the equipment and this has been reported to them. There is the potential for great harm so both companies ask that I make a report here. The pharmacy again is (B)(6).